Event description:
The device received has been classified as an unreconciled blind unit. No further info regarding this device is available.

Manufacturer narrative:
Evaluation summary: the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. During analysis a note inside the bag was found, it quoted: "hemorolectomy-missing staples at approx 1/4 of circle".